Event description:
It was reported that a user observed a blood glucose of 203 mg/dl with an upward trend after self-treating a perceived low by drinking ginger ale and eating pudding while using an ilet with a dexcom g7 and cd 6 mm/23 in infusion set. Symptoms included anxiety related to blood glucose in the low 80s. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with education on appropriate hypoglycemia treatment and use of correction boluses for readings above target range. Investigation of this case revealed user error due to overtreatment of a perceived low, leading to subsequent hyperglycemia. It was concluded that the device functioned as designed and that user behavior contributed to the event.